Event description:
It was reported that after this insertable cardiac monitor (icm) device was implanted, the health care professional (hcp) noted the clinician app stated the insertion of this icm was not recommended due to low battery condition. Boston scientific technical services (ts) discussed that this icm device should be explanted from the patient and replaced with a new one. Attempts to gather additional information were unsuccessful; due diligence has been completed. There is no evidence to suggest that a surgical intervention has been performed at this time. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding patient information (section a). At this time, no further information is available. Should additional information become available this report will be updated. Correction to field h6 impact code as per additional information received.

Event description:
It was reported that after this insertable cardiac monitor (icm) device was implanted, the health care professional (hcp) noted the clinician app stated the insertion of this icm was not recommended due to low battery condition. Boston scientific technical services (ts) discussed that this icm device should be explanted from the patient and replaced with a new one. Attempts to gather additional information were unsuccessful; due diligence has been completed. There is no evidence to suggest that a surgical intervention has been performed at this time. No adverse patient effects were reported. Additional information from boston scientific field representative provided that after the low battery condition was noted, this icm device was replaced with a new one, during the same surgery. The replacement occurred before pocket closure, and the new icm device performed as expected. The original icm device has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) device was inspected and analyzed. Visual examination noted no anomalies. A review of device memory found large amounts of exposure to a magnet, which caused a temporary drop in voltage and triggered the low battery condition faults. The battery voltage then returned to normal, but the faults remained. Testing was completed to assess device functionality and measurements throughout these tests were within normal limits. Good faith effort attempts were made to try and retrieve patient information (section a). As of today, requested information has not been received. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after this insertable cardiac monitor (icm) device was implanted, the health care professional (hcp) noted the clinician app stated the insertion of this icm was not recommended due to low battery condition. Boston scientific technical services (ts) discussed that this icm device should be explanted from the patient and replaced with a new one. Attempts to gather additional information were unsuccessful; due diligence has been completed. There is no evidence to suggest that a surgical intervention has been performed at this time. No adverse patient effects were reported. Additional information from boston scientific field representative provided that after the low battery condition was noted, this icm device was replaced with a new one, during the same surgery. The replacement occurred before pocket closure, and the new icm device performed as expected. The original icm device has been returned, and analysis has been completed.